Manufacturer narrative:
The field service engineer replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed, and the reported problem was confirmed via logs, but it was not replicated during in-house testing. The unit was tested on an in-house system in normal mode and passed. The unit was tested on an in-house test platform and failed. As precaution, the insertion circuit board, discs and cable were replaced. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the arm 1 was faulting with error 23069. Technical support engineer (tse) viewed system logs and confirmed the 23069 error for universal surgical manipulator (usm) 1 axis 3. Tse also confirmed a 23068 error for the same arm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during the procedure. The robot was used for two other cases during the day with no issues. The site performed shut down and restarted the system to resolve the issue and continue the procedure. There is no patient injury. The ports were placed. The procedure was performed with 3 arms with no issues. Robot hysterectomy procedure was being performed when 23069 and 23068 error occurred for usm 1 axis 3.